Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support shipped out a replacement gas delivery engine. A return goods authorization (rga) number was also issued to the distributor for the return of the alleged faulty gas delivery engine for evaluation. As of september 9, 2015 the alleged faulty gas delivery engine has not been received by carefusion.

Event description:
The following event was reported by a distributor in (B)(4): the distributor reported a unit which was delivering the incorrect fio2%. They performed air/o2 balance calibration and calibrated the blender, however the problem was not corrected. According to the distributor the unit was not on a patient at the time of the incident.